Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Microscopic examination and tactile inspection revealed a numerous kinks in the distal shaft. Microscopic examination revealed a partial separation at the collar/proximal shaft area. Microscopic examination revealed that the (ptfe) was completely pulled out of the collar. Microscopic examination revealed damage to the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified right coronary(rca) artery. A guidezilla guide extension catheter had been used to in the completion of the percutaneous transluminal coronary angioplasty (ptca) procedure. Upon inspection the guidezilla guide extension catheter outside of the patient's body, it was noted that collar (25 cm distal catheter segment) came off from the hypotube. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the tortuous and calcified right coronary(rca) artery. A guidezilla guide extension catheter had been used to in the completion of the percutaneous transluminal coronary angioplasty (ptca) procedure. Upon inspection the guidezilla guide extension catheter outside of the patient's body, it was noted that collar (25 cm distal catheter segment) came off from the hypotube. No patient complications were reported and the patient's status is stable.